Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and cleaned the gel camera lens, illuminator, and diffuser plate. The fe generated a new reference image and verified the camera adjustment visio1 within specs at 114. Qc was run and accepted by the customer. Repairs have returned this instrument to expected operation. (B)(4).

Event description:
The customer states that the ortho provue gave a negative result for a crossmatch test that was visually confirmed as a 1+ positive. No erroneous results were reported.